Manufacturer narrative:
A specific root cause could not be determined. Further investigation of the patient samples with heterophile blocking (hbt) tubes found the issue most likely was caused by immunoglobulin interference as the result was lower. This result was then comparable to the result by the siemens method. Further clarification of the discrepancies was not possible with available methods and the current state of the art. No product problem was identified. Review of complaint data determined the issue has occurred 5 times in the past 5 years, with an incidence rate of (B)(4).

Manufacturer narrative:
(B)4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys pth stat immunoassay results for an unknown number of patient samples and suspected interference. The pth results from cobas 6000 e 601 module 1864-27 were 15-16 pmol/l. When the samples were repeated on a siemens analyzer (non competitive immunoluminometric assay (ilma) the results were 2-3 pmol/l, which better fit with the other patient data. Information was requested regarding if any erroneous result was reported outside the laboratory, but it was unknown. There was no allegation of an adverse event. The calibration and qc results were acceptable before the testing was performed. Four patient samples were provided for further investigation and the pth stat results of 16¿18 pmol/l were comparable to the customer's results. A general reagent issue could be excluded and no product problem was found. The results for pth(1-84) were lower (4 pmol/l).